Event description:
The patient had two leads implanted with the same lot number. It was reported the patient was not receiving effective stimulation. An sjm representative met with the patient and was unable to resolve the issue with programming. Lead diagnostics showed high impedance readings. The patient underwent surgical intervention where both leads were replaced with new ones. The issue is now resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.